Manufacturer narrative:
This initial and final emdr is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: py-60ad). We also confirmed there were not any abnormalities on the loop pull strength test report for the material lot. (Material lot.: sysb-60-01). The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance through the injector. We could release a re-installed iol from the returned injector without any problems. From our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Damaged haptic after implantation. The doctor noticed the trailing haptic was broken during screw rotation, but he couldn't stop insertion. He also noticed the leading haptic was also broken after implantation. The iol was explanted from the eye. Patient impact: intra-operative explantation.